Event description:
During a meniscal repair the surgeon was using four straight ultra fast fix assembly (c-48857) and two ultra fast-fix assembly curved (c-49603) devices. The implants were deployed and upon tightening the suture the implants reportedly came out of the meniscus. The implants would either deploy too short or would not stabilize in the meniscus. The surgeon experienced this issue with all six devices. The repair was ultimately completed by removing the implants and suture and resecting the meniscal tear. No implants were left in the patient. The issue created a 30 minute surgical delay. The surgeon did not attribute the pull out of the devices to the condition of the patient¿s meniscus. The facility is unaware of the lot numbers which were used for any of the devices, therefore no date of manufacture or expiration can be provided. In addition, no items will be returning to the manufacturer for evaluation as they were reportedly discarded post-operative.

Manufacturer narrative:
(B)(4).